Event description:
It was reported via repair work order that the ibed function was intermittent due to the head right side rail being loose causing intermittent contact with switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.